Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 15, 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio2 meter read blood as control solution. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the issue began at 5:05pm on (B)(6) 2016, when the patient obtained a blood reading as control solution result of "2.9 mmol/l". The patient manages her diabetes with insulin (no adjustments). The reporter indicated that 5 minutes prior to the start of the alleged issue, at 5pm, the patient had developed "seizure like symptoms" of "uncontrollable movement in her body". The reporter indicated that "they followed their normal course of action for a low reading" and the patient was given more food/drink at 5:05pm. She also reported that at 5:10pm, the patient received glucose tablets/glucose gel from a healthcare professional from the emergency medical services. During troubleshooting, the csr confirmed that the patient's test strips had been stored correctly and the patient was using the correct testing steps. The csr walked in conclusion, although the patient developed signs and symptoms suggestive of severe hypoglycemia, there is no indication that the meter issue caused or contributed to the serious injury as the patient was already symptomatic prior to the start of the alleged issue. Further, the symptoms the patient experienced and the treatment she received, correlated with the low reading obtained on the subject meter. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.